Manufacturer narrative:
The system was serviced in the field and the camera was replaced. The system passed all tests. The camera was returned for analysis. The returned camera failed an accuracy test at 0.32mm with a passing threshold of 0.25mm. A check of the event log also showed intermittent firmware incompatibility and an illuminator current low message from october 2019. Other relevant device(s) are: camera refurb, 9735821r vega base s8 svc, lot number: p900522. If information is provided in the future, a supplemental report will be issued.

Event description:
No issue was alleged. Medtronic received information regarding a navigation system found during a planned maintenance. It was reported that the camera failed an aak test. There was no patient involved.